Event description:
A surgeon reported an arcuate incision that was programmed at 80% depth cut full thickness, resulting in a suture. Additional info was requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available.(B)(4).